Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The rtos (real time operating system) cpu, system interface pcb, interconnect cable, fluoroscopy functions (ffb) and generator interface (gib) pcbs were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system locked up, exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.